Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735772, lot number: 181204; h3, h6: the cable, lot number: 181204, was returned to the manufacturer for analysis. A continuity test found an open at pin 8. Otherwise, the cable had no apparent physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: cable 9735845 int to camera cart s8 svc cable 9735772 extrnl main to cam s8 svc cable 9735815 intrnl to main cart s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the camera card was reporting an error code 0x1002 on the camera cart and the main cart was reported the localizer was not connected. Hard restart of the system did not turn on still even after waiting for 5 minutes. Soft restart of the system did not resolve the issue. The representative bypassed the ethernet portion of the interconnect cable and issue resolved. No additional systems on the site to use for troubleshooting. The representative reported that after replacing the umbilical cable resolved the issue. There was a reported delay of less than one hour and no reported impact on patient outcome. Navigation was aborted.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The main cart cable was replaced. The system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.